Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: device interaction/ functional/damage visual inspection: the open alignment device (p/n: 279726401, lot number: gm4949502) was received at us cq. Upon visual inspection it was noticed that the distal tip was bent inwards. No other defects were identified on the device. Functional test: functional test cannot be performed as the mating device was not returned. Complaint replication was unable to be performed. Device failure/defect identified? Yes document/specification review: no design issues or discrepancies were identified. Dimensional inspection: since the dimensional analysis of the tip is not possible as it was bent the external diameter of the adjacent portion of the tip was measured for dimensional accuracy complaint is confirmed. Investigation conclusion: this complaint is confirmed as the tip component was bent which could have resulted in the complaint condition. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for fen open alignment device was conducted identifying that lot number gm4949502 was released in a single batch. ¿ batch1: lot qty of 110 units were released on mar 28, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on the (B)(6) 2020, during an unknown procedure, the placing of the alignment device would not go through. After several attempts it was discovered that the distal opening was bent inwards. Another inner alignment guide from the set was used to complete the procedure. No patient consequence reported. This report is for one (1) expedium spine system alignment device. This is report 2 of 2 for (B)(4).